Manufacturer narrative:
The load was recalled. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 11/03/2015 to 01/30/2016 and trending was not exceeded. The sra was reviewed for the issue of ¿suspect positive bi¿ with a quality problem with no impact to safety" and the risk was determined to be ¿low¿. The suspect positive cyclesure® bi was not returned for evaluation. Retain testing was not performed as the product was expired by test completion date. It is unlikely that the suspected positive bi was caused by a manufacturing issue in cyclesure® product since DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. The retains product was unable to be evaluated and the suspect bi was not received for evaluation; therefore, could not be evaluated for signs of user error. The customer was unresponsive to asp's attempt to obtain information. Therefore, there is insufficient information to determine a definitive assignable cause. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
An international customer reported a positive result with a cyclesure® 24 biological indicator. It is unknown what model of sterrad® unit the bi was processed. It is also unknown if the cycle completed or cancelled. It is unknown if there was a load processed with the bi. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.